Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a non-rechargeable battery and that the battery died within 6 months and that they had to get the battery replaced with a rechargeable ins in (B)(6) 2018.